Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call trouble shoot message and low blood glucose. The customer's blood glucose was 54mg/dl at the time of incident. Trouble shooting was performed and found message stating active insulin updating. Customer advised to wait five hours for the active insulin to update and advised insulin pump will request calibration when it comes back up. Customer stated needing sensors and we refused to send him more. Advised to contact smt for supplies and the call disconnected. Customer declined to trouble shoot for low blood glucose since it had already been reviewed by earlier call. The insulin pump will not be returned for analysis.